Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the configurations were inaccurate and required a restart. The technical support specialist adjusted the settings according to the reimage knowledge article to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the system exhibited significant delays in prompting for the fingerprint after the username was entered. The customer reported that the malfunction resulted in delay in administrating medication to the patient. There were no adverse events or injuries reported based on this incident.